Event description:
It was reported that during the farawave procedure for atrial fibrillation, the catheter was prepared and flushed with no issue. When loading the wire, the wire was found to be stuck at the slider end and could not be advanced further. The wire was then back loaded into the catheter through the splines and managed to be loaded into the catheter successfully. During ablation, the physician finished the left superior pulmonary vein lspv. When he was moving to left inferior pulmonary vein lipv, the physician moved the catheter to flower, with wire out of catheter. However, when trying to pull wire back into the catheter to move to the lipv, the wire was found to be stuck and could not be moved. The physician had to use a lot of force to pull the wire back in, and when trying to advance to engage the lipv, the wire would not advance forward. No tissue was seen at the tip of catheter or guidewire. It took a considerate amount of force to pull the guidewire out. The guidewire was advanced past the tip of the catheter when the catheter was removed. As the wire was stuck, a new catheter and guidewire was opened. No patient complications occurred. The device was received for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of stuck guidewire. Upon device return and inspection, no outer abnormalities were observed. The catheter returned with a guidewire inserted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. During product analysis, the device passed all test performed, showing no evidence of the reported allegation. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the farawave device confirmed that the event of guidewire stuck is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of no problem detected and supporting evidence that came to this conclusion. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farawave procedure for atrial fibrillation, the catheter was prepared and flushed with no issue. When loading the wire, the wire was found to be stuck at the slider end and could not be advanced further. The wire was then back loaded into the catheter through the splines and managed to be loaded into the catheter successfully. During ablation, the physician finished the left superior pulmonary vein lspv. When he was moving to left inferior pulmonary vein lipv, the physician moved the catheter to flower, with wire out of catheter. However, when trying to pull wire back into the catheter to move to the lipv, the wire was found to be stuck and could not be moved. The physician had to use a lot of force to pull the wire back in, and when trying to advance to engage the lipv, the wire would not advance forward. No tissue was seen at the tip of catheter or guidewire. It took a considerate amount of force to pull the guidewire out. The guidewire was advanced past the tip of the catheter when the catheter was removed. As the wire was stuck, a new catheter and guidewire was opened. No patient complications occurred. The device is expected to be returned.